Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing pain at the ipg site due to the ipg rubbing against a nerve. The patient underwent a revision procedure wherein the ipg placement was adjusted. The patient was doing well post-operatively. Nothing was explanted or implanted.